Event description:
Patient experienced left knee pain late (B)(6) 2012 with no specific incident prior. On (B)(6) 2013 patient presented at rooms. Xray showed varus collapse through fractured tibial tray. When the tibia was exposed, the tibial baseplate was in 2 pieces.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving a duracon baseplate was reported. The event was confirmed. Device evaluation: material analysis of the returned component concluded that the tibial tray broke in fatigue. No evidence of bone cement was observed under the region where the tray broke. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: medical review of this case indicated that the cause of this is procedure related and has its root cause in the unequal quality of cemented fixation of the tibial baseplate between medial and lateral sections. There are no clear patient-related factors identifiable from the information to contribute to the root cause of failure although the patient clearly was morbidly obese, a factor that clearly may aggravate the effects of existing overload conditions from other sources such as the limited fixation potential of the baseplate. Device history review: DHR review was satisfactory. Complaint history review: chr review found no other similar events for the reported lot. Conclusions: material analysis of the returned baseplate determined that the component fractured in fatigue. Medical review of this case indicated that the cause of this is procedure related and has its root cause in the unequal quality of cemented fixation of the tibial baseplate between medial and lateral sections. There are no clear patient-related factors identifiable from the information to contribute to the root cause of failure although the patient clearly was morbidly obese, a factor that clearly may aggravate the effects of existing overload conditions from other sources such as the limited fixation potential of the baseplate.

Event description:
Patient experienced left knee pain late (B)(6) 2012 with no specific incident prior. On (B)(6) 2013 patient presented at rooms. Xray showed varus collapse through fractured tibial tray. When the tibia was exposed, the tibial baseplate was in 2 pieces.